Event description:
Report received that the device was found powered off while in clinical use. It is not known if the device audibly alarmed before powering down. Reportedly, in "early august," the nurse entered the pt's room and found the device off. No specific details of the event were provided. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.